Manufacturer narrative:
The insulin pump received with protruded drive support disk. The insulin pump unable to prime during the prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump had scratched display window.

Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 105 mg/dl. Customer stated that the drive support cap was protruded, but she pushed it in. Advised the customer that the insulin pump will be replaced. Nothing further reported.